Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4). Discarded by facility.

Event description:
It was reported that during a coronary orbital atherectomy procedure, the patient went into respiratory failure after a csi orbital atherectomy device (oad) was used. The target lesion was located in the left anterior descending (lad) artery. The physician used an ebu 3.5 guide catheter, verrata pressure wire and a choice pt guide wire to access the lesion. The choice pt wire was exchanged for a csi viperwire guide wire and the csi oad was loaded onto it. The physician treated the lesion with two runs at low speed using the oad. The physician removed the oad and followed-up atherectomy by placing a stent in the lad. At this point, the patient blood pressure dropped and the patient became unresponsive. Cardiopulmonary resuscitation (CPR) was performed and epinepherine was administered. Normal rhythm returned and the patient was then intubated. The patient status again declined and additional emergency measures were taken, including CPR and defibrillation. Additionally, an impella cardiac assist device was introduced into the patient. The patient was defibrillated again and rhythm returned. A final balloon inflation was performed and drug-eluting stent was deployed. The patient left the procedure intubated and normal cardiac rhythm continued to be assisted by the impella device. The patient expired at the facility on (B)(6) 2015.